Event description:
According to the reporter, during a procedure, while on wound closure, the suture separated spontaneously at the needle¿suture junction without forceful pulling. The suture was immediately replaced, which delayed the surgery. It was found that two consecutive sutures from the same lot exhibited the same issue.

Manufacturer narrative:
D10. Concomitant product: cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36 (lot# a5d1882y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a multiple procedure including uterine fibroid removal, while on wound closure, the suture separated spontaneously at the needle¿suture junction without forceful pulling. The suture was immediately replaced, which delayed the surgery by 30 minutes. It was found that two consecutive sutures from the same lot exhibited the same issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.